Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 8th july 2014. Upon visual inspection of the returned device, the +ve terminal pogo pin was found to be stuck inside the device and could not be extracted from its housing. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 10th march 2015 and the device performed to specification up to the last log entry on the 5th august 2018. The returned pad-pak was inserted into the device and did not perform an auto self-test and could not be powered on. No flashing status indicator was observed. This confirms the reported fault. Since the +ve terminal pogo pin was stuck inside its housing, no connection could be made between the pad-pak battery and the device. This would explain why the device would not power on. The +ve terminal pogo pin was therefore removed. During removal, it was observed that the pogo pin housing had fractured, causing the pin to detach from its housing. The damage to this pogo pin would suggest a mechanical defect within the component that may have been present during manufacture, resulting in the eventual fracture of the pogo pin. This defect, alongside an external force from pad-pak installation or other user interaction, had likely resulted in the pin becoming stuck inside its housing. The +ve terminal pogo pin was replaced and cured the reported fault. The returned pad-pak was inserted into the device and was power cycled, passing a self-test. No warnings were issued at shutdown and the green status indicator was observed flashing. Upon receipt, the +ve terminal pogo pin was found to have failed. During removal the pogo pin housing had fractured, which may have been the result of a mechanical component defect. This defect, alongside an external force from the user (e.g. A pad-pak installation), had likely resulted in the pin becoming stuck inside the device. The failed pogo pin had resulted in no connection from the device to the pad-pak, resulting in the reported faults of no status indicator and the inability to turn the device on. The faults could not be replicated with a new +ve terminal pogo pin. Information from the history log shows the device performed to specification from the date of installation up to the last log entry on the 5th august 2018. This would therefore indicate the pogo pin had become stuck inside the device after this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No status indicator device will not switch on. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator device will not switch on. No patient involved.